Event description:
This unsolicited case from united states was received on 04-dec-2017 from an other non health care professional. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and on the same day had pain while ambulating (pain upon movement and left knee pain) no medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency and indication: not provided) in left knee. On the same day, patient experienced pain while ambulating on the same day of the injection. Patient was prescribed a methylprednisolone (medrol) dose pack, ice and no antiinflammatory. The patient reported that the dose pack helped tremendously. Action taken: unknown. Corrective treatment: methylprednisolone for both events. Outcome: recovering for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 50803. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 14-dec-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-dec-2017: the follow up information received doesnot change previous case assessment. This case concerns a female patient who received synvisc one injection and same day had pain while ambulating. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, underlying condition, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non health care professional. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and on the same day had pain while ambulating (pain upon movement and left knee pain) no medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency and indication: not provided) in left knee. On the same day, patient experienced pain while ambulating on the same day of the injection. Patient was prescribed a methylprednisolone (medrol) dose pack, ice and no antiinflammatory. The patient reported that the dose pack helped tremendously. Corrective treatment: methylprednisolone for both events outcome: recovering for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection and same day had pain while ambulating. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, underlying condition, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.